Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with a scratched lcd lens screen. The event history log (ehl) was reviewed and there was a "downstream occlusion" alarm. A functional test was performed and the reported issue was unable to be duplicated. There were multiple downstream occlusion error alarms found in the device ehl log. The downstream occlusion (dso) sensor passed the occlusion pressure test. The dso sensor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the pressure test (28.2, 27.4). There was no reported adverse event.